Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The helix was retracted. The lead was determined to be electrically continuous. An x-ray was performed which noted the lead to be intact. No futher testing was performed.

Event description:
Susequently the lead was returned for analysis.

Manufacturer narrative:
As of today, the lead has not yet been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was an attempt implant. The lead displayed high thresholds and the helix needed to be turned more than expected. A new lead was used. There were no adverse patient effects. The lead was to be returned for analysis.